Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device and medical records must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. Based on the above information, a deficiency of the devices in questions was not verified. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Subject received a star in the right ankle on (B)(6)2017. On (B)(6)2019, subject shows slight lucency above lateral barrel on tibia. No action has been taken; the subject is continuing without treatment. This event does not involve death, serious injury, or medical intervention.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Still implanted in patient.

Event description:
Subject received a star in the right ankle on (B)(6) 2017. On (B)(6) 2019, subject shows slight lucency above lateral barrel on tibia. No action has been taken; the subject is continuing without treatment. This event does not involve death, serious injury, or medical intervention.